Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Sensing functions were tested and were within specifications. Further testing noted that a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of inappropriate shocks two days post implant of a left ventricular assist device (lvad). The patient experienced discomfort from the shock therapy. Additionally, the smartpass feature was noted to be disabled at the time of the inappropriate shock therapy due to reduced r-wave amplitude signals. Review of stored device memory showed that electromagnetic interference (emi) was present in both the primary and secondary sensing vectors. The device was reprogrammed to alternate. The physician has continued monitoring. No adverse patient effects were reported. This product remains in service. It was reported that this device was later explanted with no additional information linking the explant to the previous reported clinical observations. The product has been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of inappropriate shocks two days post implant of a left ventricular assist device (lvad). The patient experienced discomfort from the shock therapy. Additionally, the smartpass feature was noted to be disabled at the time of the inappropriate shock therapy due to reduced r-wave amplitude signals. Review of stored device memory showed that electromagnetic interference (emi) was present in both the primary and secondary sensing vectors. The device was reprogrammed to alternate. The physician has continued monitoring. No adverse patient effects were reported. This product remains in service.